Event description:
The cautery pencil activated when the cord was wiggled near the handpiece without the buttons being pushed.

Manufacturer narrative:
A device history record (DHR) review was performed which revealed no non-conformances for the reported part number and lot code. Conmed electrosurgery was unable to reproduce the reported event.